Event description:
Information was received from a patient regarding an external device. It was reported that their controller had been "slower than the last one" to respond to physical touch when pressing the "x" in the upper right hand corner and when trying to adjust stimulation or switch programs; the sensitivity had been diminishing. The controller was slow to reconnect to the implantable neurostimulator (ins) wirelessly after unplugging the recharger antenna. The patient received the "software problem: cannot continue: please call manufacturer: 1_intellis 2_3.6 3_243 4_qf_port" message and 3 other alert messages when recharging the ins (the message's information was not known) in the past month or so. During the call, the patient checked the port of controller and no damage was detected. They shook the controller and heard a rattling inside. The patient performed a reset of the controller to remove the alert message by taking out li battery and putting li battery back in and the reset cleared the message. The issue was not resolved. The patient also noted that in the past month or so the recharger was getting hot to the touch. They inspected the plug of recharger antenna and cord and no damage detected. The issue was not resolved. Replacement devices were requested.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), UDI#: (B)(4) h3: analysis of the 97755 recharger (rtm) (s/n (B)(6)) revealed a recharging antenna failure and they were stuck on checking the recharger screen. This regulatory report is being submitted as part of a retrospective review as part of a CAPA 620188 action. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.